Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient's mother and reviewed for evaluation. Complaint of frozen receiver display screen could not be confirmed through the logs when reviewed on 1/11/2015. The root cause could not be determined post investigation.